Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Analysis was unable to verify unexpected restart alarm due to unresponsive button. The insulin pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 7 mmol/l. Troubleshooting was not performed. The device was returned for analysis.